Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18051. It was reported that patient exhibited cardiac tamponade during a post-procedure check on (B)(6) 2021. Patient underwent a pericardial centesis for the issue. A cardiac perforation by a lead was suspected, but it was unknown which lead caused it. Both leads were subsequently replaced on (B)(6) 2021. Patient was stable after the procedure.